Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine would not flow into the drain bag.

Event description:
It was reported that urine would not flow into the drain bag. There was no patient injury reported.

Manufacturer narrative:
Received 1 dispoz-a-bag for evaluation. The reported event was unconfirmed. Visual inspection noted no obvious defect. The received sample was functionally tested and no drainage problems were found. The flow was continuous inside and outside of the bag during the test. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "directions for use: 1. Separate notches within circles. Put straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. 4. To empty dispoz - a - bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap." Correction: relevant tests/laboratory data.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine would not flow into the drain bag.

Manufacturer narrative:
Received 1 dispoz-a-bag for evaluation. The reported event was unconfirmed. Visual inspection noted no obvious defect. The received sample was functionally tested and no drainage problems were found. The flow was continuous inside and outside of the bag during the test. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "directions for use: separate notches within circles. Put straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. To empty dispoz - a - bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap."

Event description:
It was reported that urine would not flow into the drain bag. There was no patient injury reported.